Manufacturer narrative:
The device was received with operating currents within specifications and passed self test and displacement test. No unexpected low battery or replace battery now alarms noted during testing or found at the downloaded pump history. The power management tool confirms the unloaded voltage and loaded voltage are within specifications. The device was received with cracked case on the back at the battery tube area and battery tube threads. The device was received with cracked keypad overlay at select button, minor scratched display window, scratched case, scratched keypad overlay texture damaged, damage serial number label, partially broken off piece at the reservoir tube lip and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed replace battery. Customer's blood glucose value was unknown at the time of the incident. The customer was instructed to leave the insulin pump without a battery for ten minutes. The customer inserted a new battery but the device would not respond. The insulin pump will be returned for analysis.